Event description:
It was reported that the user experienced hypoglycemia while using the device, with a documented blood glucose nadir of 51 mg/dl following a routine meal announcement and subsequent frequent lows. Symptoms included hypoglycemia requiring carbohydrate treatment. Outcomes included temporary limitation of daily activities due to the event and the need for acute self-treatment with oral glucose. Investigation included a review of reported use and troubleshooting with education on hypoglycemia treatment to avoid overtreatment. Investigation of this case revealed no device malfunction identified and that the cause of hypoglycemia was unclear. It was concluded that the event was related to user experience with glucose management, with no evidence of device failure and no medical intervention or hospitalization required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.